Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 49 mg/dl at the time of the incident. Customer also stated that when the sensor was turned of the insulin pump suspended and her blood glucose was 411 mg/dl. Current blood glucose value was 104 mg/dl. Customer was treated with food. Troubleshooting for the customer¿s low blood glucose was declined. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.